Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. During the placement the patient experienced pain. After the procedure, the simulation scan showed that half of the hydrogel was in the right place, but half of it was in the rectal wall and also into the lumen. The patient started radiation, however the patient continued to have discomfort, therefore patient's simulation imaging was repeated to ensure nothing changed anatomically. It was determined the hydrogel was in the same place. A few days later, the patient moved his bowels and felt a "plop" in the bowel, which reportedly had sounded unusual. Due to this event, the patient's physician decided to repeat the computed tomography (CT) and magnetic resonance imaging (MRI). The imaging showed the hydrogel was entirely gone. It was concluded the hydrogel was extruded through a hole in the mucosa into the lumen. The patient was already on hormones as part of his longer-term, so the plan was to delay radiation treatment "a bit" and to not use a rectal balloon, to prevent any pressure on the rectal wall. The patient was also planned to be kept on stool softeners. No further information has been obtained despite good faith efforts.